Manufacturer narrative:
The device has not been received for analysis. However, based on the media provided, the reported allegation is confirmed. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. The physician had obtained groin access and inserted versacross rf wire into the 6fr introducer sheath. When trying to load the trusteer sheath, it was noticed that the distal end of the versacross wire had its coating peeling off the wire. A new wire was opened and used for the procedure. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. The physician had obtained groin access and inserted versacross rf wire into the 6fr introducer sheath. When trying to load the trusteer sheath, it was noticed that the distal end of the versacross wire had its coating peeling off the wire. A new wire was opened and used for the procedure. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.